Manufacturer narrative:
The data logs from this analyzer and data from other analyzers at the same hosp have been received and analyzed. Additionally, radiometer has visited the customer to investigate the cause of this problem. It has been identified that clots were the cause of the incorrect na and cl results. These clots are most likely caused by the storage of the samplers prior to measuring. The customer has been advised how to avoid this problem in the future. Please note that similar incidents have been reported from other analyzers at this hosp with MDR reference numbers 3002807968-2014-00047, -56, -58, -59, 2015-00006, -07 and -08.

Event description:
The customer routinely measures a sample across six analyzers looking for any outlying results. The analyzer presented no indication of a questioned result, yet the na+ cl- results were different from their pool of analyzers. The result from the abl90 with sn: (B)(4) was not used and there was thus no reported injury, diagnosis or treatment based on the high sodium result.